Manufacturer narrative:
The event occurred in china. It was reported that the error message ¿com error¿ occurred on the rotaflow console during use. The device was replaced with another device during use without consequences for the patient. No harm to any person has been reported. Due to the reported exchange during use a report is required. The patient data (such as sex, weight and age at the time of event) was requested on 2025-02-17 but the customer not provided any details due to privacy concerns. A getinge field service technician investigated the rotaflow console with s/n (B)(6) and the reported failure "com error" could be confirmed. The mcp00702707#flow measure board for rfc (article number 701011681) has been replaced. After the repalcement the device was working as intended. A similar complaint was investigated for the reported failure in the getinge life-cycle-engineering (lce). The reported failure was caused most probably by an defective bus transceiver (ic3) on the flow measurment board. Based on the investigation results the reported failure "com error" could be confirmed. A device history record (DHR) review was performed on 2024-02-24. There is no indication that manufacturing issues occurred, thus production related influences are unlikely to have contributed to the reported failure. The rotaflow console with s/n (B)(6) was produced in 2023-05-23. The review of the non-conformities was performed on 2024-02-24 and during the period of 2023-05-23 to 2025-02-15 does not show any non-conformity in regard to the reported product and failure. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Event description:
The event occurred in china. It was reported that the error message ¿com error¿ occurred on the rotaflow console during use. The device was replaced with another device during use without consequences for the patient. No harm to any person has been reported. Due to the reported exchange during use a report is required. Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available. Note: this event occurred on the chinese market on a significantly similar device to "rotaflow", which is sold in the us. For d4 unique identifier (UDI)#, primary di number has been used for base unit, "rotaflow" with catalog number 701046405. Provided d4 serial number and h4 device manufacturer date correspond to device involved in the event, not available in us.